Event description:
It was reported that during an implant procedure, the surgeon was unable to advance the dilator in the s3 foramen after receiving a response at 1.5 volts. Upon removing the needle, it was noticed that the end tip of the white sheath with the radio-opaque marker was missing. The procedure was repeated with a new dilator with the same result. An x-ray was performed to confirm. The surgeon tried the s2, s3, and s4 foramens on the left side and s2, s4 on the right side with either no/inappropriate response or not being able to insert the needle. The surgeon then made several attempts with differing needles and angles. The decision was made to abandon the case. It was stated that the surgeon wondered if the patient had previous sacral fractures/injury. There was noted s2 response from the left s4 needle placement, despite placing the needle in the ¿usual position.¿ the patient¿s status after removal was unknown. There was a patient injury noted by the potential of 2 radio-opaque markers being left in the patient.

Manufacturer narrative:
Concomitant: product ID 355018, lot# w60118, implanted: 2014-(B)(6), product type accessory. (B)(4): analysis of the introducer found the sheath was torn and damaged. The marker band was not received for analysis. The dilators on both sheaths were able to be removed and inserted again without difficulty. (B)(4).